Event description:
Customer reported a free flow incident and stated the lower occluder was not functioning correctly. There was no report of harm or medical intervention. Although requested, customer stated no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been requested. The biomed indicated that he needs to obtain a release from risk mgmt. A f/u report will be submitted with failure investigation results should the device be received for eval.